Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the srm needed to be installed to the new refrigerator. A field service engineer (fse) removed the smart remote manager from the old refrigerator, installed it on the new refrigerator, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication fridge at banner heart was out of range (~57°f). The unit was not cooling, and the motor did not turn on despite attempts to adjust the temperature settings. Medications were removed from the fridge due to the temperature excursion. An urgent installation of a smart remote manager and evaluation/replacement of the failed refrigerator was requested. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.